Event description:
Additional information was received that during the valve implant; a non-medtronic straight wire (amplatz) caused the conduction disturbance. After the straight wire was exchanged for a confida guidewire, the valve was implanted.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID amplatz wire; product lot/serial number n/a; product type: guidewire; product ID gwbc30; product lot/serial number n/a; product type: guidewire; e4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, upon crossing the valve with the straight wire, the patient developed complete heart block (chb). Subsequently, a permanent pacemaker was implanted.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.